Manufacturer narrative:
(B)(4): eval: results: (endoleak), (unk cause of endoleak). Conclusions: (unk cause of endoleak).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 6 months ago. Aneurysm and vessel morphology from the time of implant are unk. It was reported that at a routine follow-up, there was distal type 1 endoleak noted. The reason for the endoleak is unk. A flared limb was implanted and successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.